Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in two pieces. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance. The physician elected to explant and replaced the lead during a generator upgrade procedure. The patient condition was stable.